Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/ moisture) issue. It was reported that the display went blank after the pump was exposed to moisture. The reporter stated that there was moisture behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Moisture was observed behind the display lens. During testing, the pump was powered on with audible tones and vibration, however the display screen remained blank. A leak test was performed and a display lens leak was found. The pump case was removed and moisture was found on the internal components.